Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a peripheral artery disease endovascular therapy. During procedure, upon first dilation, it was noted that the balloon ruptured at 4atm in 15 seconds. The device was able to remove without problem. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 8mm proximal from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a peripheral artery disease endovascular therapy. During procedure, upon first dilation, it was noted that the balloon ruptured at 4atm in 15 seconds. The device was able to remove without problem. The procedure was completed with a different device. No patient complications were reported.